Event description:
It was observed during the device evaluation that the colonovideoscope exhibited no image, a b30 scope communication error, and an e216 scope communication error. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the suggested events most likely occurred due to fluid invasion into the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.